Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 3-4, a rotated hearted, short and friable leaflets. An xtw clip (40812r1030) was placed on the anterior and septal leaflet. During deployment, it was noted the lock line was unable to be removed. Therefore, the clip was removed and replaced. An xtw clip (50314r1018) was deployed on the tricuspid valve. However, after deployment, tissue damage was observed on the anterior leaflet. To further reduce tr, an additional xtw clip (50314r1010) was implanted. However, after deployment, the clip partially detached from the anterior leaflet. Further tissue damage was observed on the anterior leaflet. The physician attempted to reduce tr with another xtw clip, but was unable to significantly reduce tr. Therefore, the clip was removed and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury. Based on available information, the reported tissue injury appears to be related to a combination of patient anatomy and procedural conditions (probable pre-existing tissue issue torn by clips). The reported poor imaging is related to patient anatomy and poor quality, per case details. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.